Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 377 (mg/dl). The customer administered a manual injection. The customer declined to troubleshoot with tandem technical support.